Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded at multiple locations and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.